Event description:
It was reported that a 25mm aortic valve implanted for one year, two months was explanted to get access to the mitral valve. The aortic valve was functioning well. A 27mm valve was implanted in replacement. The patient received a non-edwards mitral valve and underwent CABG. The patient was discharged on pod #9. Per received records, this patient was diagnosed with mitral valve endocarditis and severe mitral regurgitation and underwent mvr with a non-edwards valve. The aortic valve was well seated, but it had to be replaced to get access to the mitral valve. The 25mm valve was explanted and replaced with a 27mm valve. The new aortic prosthesis had no leak. Post-op care was significant for a-fib/a-flutter which was treated with bb and anticoagulation with coumadin. The patient was discharged on pod #9 in stable condition.

Manufacturer narrative:
F10. Device code 3191- prophylactic replacement h10. Additional manufacturer narrative: updated sections b5, b7, f10, and h6. On occasion valves or rings may be explanted with no evidence of malfunction and are otherwise performing as intended. For example, a patient may undergo open-heart surgery for an unrelated reason. If an indwelling ring or valve has been present for many years, the surgeon may elect to replace it during an unrelated cardiac surgery. In this case, the aortic valve was explanted to get access to the mitral valve. The aortic valve was functioning well.

Manufacturer narrative:
UDI # (B)(4). The device was not returned to edwards for evaluation. Attempts to retrieve additional information are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a 25mm aortic valve implanted for one year, two months was explanted due to unknown reasons.